Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with the implantable cardioverter defibrillator showing non-sustained right ventricular oversensing due to post paced t-wave oversensing. The oversensing was noted on a stored egm and the patient did not receive therapy during the oversensing. Programming changes were made to address the issue.